Event description:
The customer reported to olympus, the hd camera head was experiencing an unspecified image issue. The issue was found before a therapeutic hysteroscopy dilation and curettage (d&c). The intended procedure was completed with another hd camera head without any delay. There were no reports of patient harm due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a communication error on the screen due to a faulty charged coupled device (ccd), puncture on the cable, smashed connector tip, and a failed leak test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.